Event description:
During a ptca treatment procedure, the maverick2 monorail 20x1.5mm balloon ruptured at ten atms. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail 20x1.5mm balloon was removed and replaced with a maverick2 monorail 15x1.5mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'